Event description:
During variax dr extraction surgery after bone fusion, it was found that two distal screws are broken. The shaft part of the screws remained in the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.